Event description:
It was reported, "poly exchange for a pca poly insert. Was in patient for approximately 17 years."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.